Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test failed. A review of the share logs was performed, and pairing failure was found within the investigation window. The allegation was confirmed. The root cause could not be determined. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.